Manufacturer narrative:
The described system malfunction was investigated in detail. Logfiles were analyzed and several components of the affected axis were investigated. It was confirmed that the following parts - interface board, scu-software, force sensor, position encoder and motor - did not cause the reported issue. During an on-site examination at the concerned site the motor controller (frequency inverter, type lti cdf30, material number 8673548) was identified as a possible cause for the malfunction. The endurance test at the factory system showed very sporadic malfunction of the motor controller. When the malfunction occurs, a drift in the position value can be identified, which explains the reported issue. Therefore, it was confirmed that the motor controller was indeed the cause of the problem. The investigation also showed that the unexpected movement can only occur with the following preconditions: - the sporadic failure at the motor controller (drift of the current stand position value) and - the dmg button is activated by the operator within the 100ms of this sporadic value drift. However, despite in-depth investigations by the manufacturer, the supplier of the ceiling stand and the supplier of the motor controller, the root cause of the malfunction of the motor controller could not be determined. It was therefore decided to implement a software solution for the affected sw-version vb10 that recognizes the drift of position value and blocks further movement. A system restart will bring the system back to regular operation. The sw solution will be released via an update instruction xp045/19/s. After the replacement of the frequency inverter cdf 30.008 at the concerned site the reported issue has not reoccurred, and no hints of the motor controller malfunction were found in the log files following part replacement.

Manufacturer narrative:
Additional information was requested for further investigation. A supplemental report will be submitted if additional information becomes available.

Event description:
It was reported to siemens that the user was unable to move the ysio systems even after the unit was rebooted. A siemens service engineer was dispatched to the site. The engineer was able to move the tube stand in transversal direction. The system started to move towards the wall at high speed and stopped at mechanical stop ends. There is no patient involvement in this case. There are no injuries attributed to this event. The reported event occurred in (B)(6).